Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a defibrillator test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed defibrillation test) was investigated. Upon evaluation the electrode belt failed a defibrillator test. The cause of the failed defibrillator test was damaged components on the distribution node (dn) pca board. U727, u728, esd700, u700 and l703 were damaged. The cause of the damaged components was a shorted ground plane on the dn pca board. The dn ground plane was shorted because the pulse wires were pulled from their insulation, which caused r768 to short and resulted in a pulse being sent through ground. The pulse wires were damaged by the dn to front te cable being pulled from the dn. Review of the patient's flag files revealed the device was fully functional in the field. The root cause for the pulled cable was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the defective electrode belt. The pt ended use and did not require a replacement electrode belt.